Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 3.50x16mm taxus liberte drug eluting stent delivery balloon was stuck and the guide catheter was sucked in to the coronary artery as the balloon was being pulled out. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unknown. Product unavailable for analysis.